Manufacturer narrative:
D9 - date returned to mfg on 9/21/2023. Received one used. List #142730490, plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in; lot #13579593. No damages or anomalies noted. The product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of cannot prime was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported that the set was unable to infuse properly during infusion of normal saline. There were no obvious defects noted on the tubing set such as cracks or breaks with no any hole, cut, tears or any other defects noted. The tubing was replaced, and therapy was resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was no flow in the primary line with no damage noted such as occlusions, kinks, or bends. There was patient involvement with no patient harm.

Manufacturer narrative:
E1 - (B)(6). Additional contact information: (B)(6). The device is available to be returned for evaluation; however, it has not yet been received.